Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. No button error alarm during testing. No unexpected number scrolling during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that, the buttons were not responding. The customer stated that, they were changing set and it took longer than usual for the insulin pump to rewind and then got the button error. The customer kept pushing the buttons but the insulin pump would not rewind. The insulin pump will be returned for analysis.